Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues and noise. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.